Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: (B)(4). The returned sample was inspected at the manufacturing site under 12x microscope magnification. The lens was cut into two (2) pieces, most probably related to the explant process. Visual inspection revealed lens can be identified as tecnis multifocal acrylic 3-piece intraocular lens (iol) because of the type of haptics and presence of diffractive ring pattern on the optic. Lens optic was observed damaged and with scratches present. Lens was contaminated with dust particles present, which is consistent with a lens that has been out of sterile environment. Due to the condition of the returned sample, no further testing was conducted. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. Optical test measurement showed lens was within power specification. There are no associated nonconformity material reports with respect to the production order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated production order number. The manufacturing record review indicated that the product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that intraocular lens (iol) was explanted from patient's right eye, due to dysphotopsia causing impaired vision and visibility. No incision enlargement occurred and no vitrectomy was performed. A replacement lens was placed. Replacement lens was of the model z9002 diopter 20.5 (serial number (B)(4)). Patient is reported to be fine, post-operatively. No further information has been provided.